Event description:
It was reported through a research article that 223 patients underwent edge-to-edge repair (teer) from 2018 to 2021. During the procedures, failure to deploy occurred. Within one year of the procedures, multiple single leaflet device attachment (slda) were observed. Additional information is listed in the attached article, titled, ¿impact of the mitraclip g4 system on routine practice and outcomes in patients with secondary mitral regurgitation.¿

Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available and the article covering multiple patients, a cause for the reported slda and activation failure including expansion failures (deployment failure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. B2: date of event is estimated d4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant is estimated attachment: article titled ¿impact of the mitraclip g4 system on routine practice and outcomes in patients with secondary mitral regurgitation.